Manufacturer narrative:
The reported field event of interrogation issue was not confirmed in the laboratory. Upon receipt, device was in back up mode and at eri. The device reverted to backup mode post explant due to device exposed to cold temperature. A longevity assessment was performed based on device usage and found the battery depletion was normal. The telemetry was normal throughout the entire tests.

Event description:
It was reported that prior to generator change procedure, the device could not be fully interrogated and stopped communicating mid telemetry. Patient was asymptomatic. The generator was explanted and replaced. Patient was in stable condition.